Event description:
On (B) (6) 2010, patient reported, his blood glucose remained elevated and he is waking up with blood glucose readings over 25 mmol/l (450 mg/dl). Patient declined assistance, requesting to speak with trainer. On follow up on (B) (6) 2010, from regional clinical specialist, he stated, he spoke with the patient and patient has been experiencing occlusions over the past 2 weeks that is resulting in elevated blood glucose. Regional clinical specialist stated, patient reported no insulin was coming through the end of the infusion tubing after he would program a standard bolus, but insulin would drip out of the insulin cartridge when the infusion tubing was removed. Regional clinical specialist advised patient to use a new infusion adapter, new insulin cartridge, new infusion tubing and new infusion site. On follow up call to patient on (B) (6) 2010, patient reported, since he changed out the vial of insulin he was using, his blood glucose has returned to normal. Patient stated, he thinks the insulin was crystalizing. Requested return of the alleged infusion set for evaluation.